Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery. During the procedure, cuff fluid loss was noted. No patient complications were reported and no additional information was provided.